Manufacturer narrative:
The femoral rod trial was evaluated visually and found not to be manufactured to specification. The manufacturer was contacted and notified of the issue. A new detailed design specification to assure a better press fit of the pin has been instituted to prevent further problems. At this time, jjpi considers this file closed.

Event description:
Pin broke off in femoral canal. A window was cut in the femur to retrieve the piece. Surgery was extended 1/2 hour.